Event description:
Patient was revised to address pain, metallosis, osteolysis, a malpositioned cup due to migration, and cup loosening.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. X-rays were received and reviewed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/16/15- pfs and medical records received. The pfs reported patient had insomnia, edema and leg length discrepancy. (B)(4), the primary surgical report, the surgeon noted a leg length discrepancy that was corrected with femoral head component. Leg length discrepancy will not be reported at this time. The revision surgical report noted pseudotumor, metallosis, metal debris around the head and neck, trunnionsois, and necrotic tissue along with dark metal stained fluid. There was no mention of any osteolysis and as stated earlier the cup was noted to be stable and there was no mention of malpositioning, but it was revised. Stem added for high metal ions. Part/lot updated. The complaint was updated on: dec 2, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. X-rays were received and reviewed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).